Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that upon inserting the intra-aortic balloon (iab) the console indicated that there was a fiber optic sensor failure. There was no resistance or issue noted during advancement of the iab. The customer was unable to start the console due to this error. The iab was removed and replaced with a new one to successfully initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 24.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).